Manufacturer narrative:
The device is undergoing an evaluation but has not yet been completed.

Event description:
Alleged failure to image. The investigation is in process.

Manufacturer narrative:
This supplemental report is being submitted to update the follow-up type, update the event problem and evaluation codes, and update the investigation results. Investigation: the root cause of the z6ms 3d tee probe on the sc2000 not imaging the mitral valve accurately in 2d view was investigated. Multiple issues were investigated in regards to this complaint: for the z6ms 3d tee probe on the sc2000 not imaging, the mitral valve accurately in 2d view, sc2000 images were reviewed by clinical apps and engineering. Per engineering, this issue would be improved by incorporating a requirement specification for the sc2000 ultrasound system. This improvement would be implemented in a future software release for sc2000. An enhancement request to have the option of using conventional focus on the z6m probe, which may improve spontaneous echo contrast phenomenon, has been provided to the product development team as an improvement idea for consideration in future releases and/or products. For the issue of the z6ms transducer malfunctioning during the tee exam, the cause was identified as a broken articulation wire due to cable manufacturing process variance and/or insufficient wire reliability. The corrective action is being planned and implemented after cable assembly design review through a CAPA. The caps lock issue was investigated as an engineering defect. There was an intermittent software issue where two processes at boot-up were both trying to set the state for caps lock and interfering with each other. As a final solution, this issue was fixed in a future sc2000 software release. For the inability to store a default rap value in the worksheet, the issue is under investigation with engineering.